Event description:
In 2003, the user facility's surgical technician informed the manufacturer's representative of the following: left side flushed with ease. Right side, fluid would not flow through. Lots of pressure required when accessing with syringe. Device can not be returned due to patient positive for hepatitis c.